Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the balloon to a smiths medical portex® cuffed blue line ultra® tracheostomy tube was different; making it too high in relation to the tip of the cannula. The trachea of the patient was noted to be "hurt" with the balloon being too high. Subsequently, the tube was changed out. The patient recovered with no further adverse effects.

Manufacturer narrative:
Other text: additional information provided. This remediation MDR was generated under protocol: (B)(4). A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. Two unopened blisters of the device were received for investigation. Both blisters were opened and the tracheostomy tubes were visually checked. Both tracheostomy tubes were found to be conforming with correct cuff position. The root cause of the reported problem could not be determined.